Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was/was not verified. The device was found in specification in relation to the customer reported 'error 345' which was not reproduced. A review of the event history log identified system error 345 . Evaluation inspected the device and did not observe a discrepancy. With no present symptom or potential cause of the reported issue, no correction is necessary at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.